Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2, and h3. Failure analysis (fa) information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported problem (error 31119) on arm 1. The unit was tested on an in-house system and failed normal mode. Unit was also tested on a patient side cart, psc fixture test platform (pftp) were the fiber test failed, pointing to the clock spring and parallelogram because of low value reading. The clock spring and parallelogram was replaced with a new fiber and the errors no longer occurred. The clock spring and the parallelogram will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that there were recoverable errors on the system. The customer was able to clear the error but the errors returned. The tse advised the customer to disable the arm if it returned. The customer was continuing with the case and would like the field service engineer (fse) to look at the system. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred on (B)(6) 2022. The issue occurred after port placement during a hysterectomy procedure. After disabling the arm, the procedure was completed with no further issues. There was no injury or harm to the patient. No fragments fell. The procedure was originally planned as a 3 arm procedure. When they disabled the arm, they swapped it out for the arm that was not in use and continued.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. System log review: a review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed the following possible related system error(s): 25732 - uce1 on umc1 received an inconsistent maxm (motor axis message) count on acs (spar encoders), armnet1 32114 - aurora communication link error reported by acs in usm1 (upstream comm. Link to acm in usm1). Additional log reviews confirmed that system sk0456 was used on (B)(6) 2022 for an endometriosis resection procedure. Logs also confirm a benign hysterectomy procedure took place earlier that day on the same system. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was replaced after the completion of the procedure due to recoverable errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.